Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio on the mobile app occurred. Data was evaluated and the allegation was confirmed as patient's notifications were turned off. The probable cause could not be determined. No injury or medical intervention was reported.